Manufacturer narrative:
The lens was returned loose in a plastic bag with the base of the lens case. Solution was dried on the lens. The optic was cut into pieces, typical of an insertion and removal. Only one half of the lens was returned. The anterior optic surface and the posterior optic surface was cracked near the cut line of damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause cannot be determined for the reported complaint. The lens was cut into pieces, typical of an insertion and removal. Only half of the lens was returned. The optic had additional damage. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The customer's response indicated that in the surgeon's opinion the iol (intraocular lens) did cause or contribute to the event. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. The ccw0t9 (6.00 cyl.) 7.0 diopter lens was removed and replaced with the same lens model, but 2.5 diopters larger. Based on the information provided, the event does not appear to be related to the product. The lens model and diopter selection is made by the surgeon based on patient's eye anatomy, visual testing and desired visual outcome. The patient had previous lasik. Due to the exchange of a toric company (6.00 cyl.) 7.0 diopter lens for a company (6.00 cyl.) 9.5 diopter lens, this would suggest that the 2.5 larger diopter replacement lens was an improved selection for this patient's vision needs. Information was provided that the patient's issues have resolved. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced double vision. Clinical reason being mentioned as residual dlk (diffuse lamellar keratitis). The iol was explanted and exchanged with an same model but different diopter company lens in the secondary implant procedure. Additional information was received by stating, there was no further impact to the patient.